Event description:
Hosp lab noticed pf bottles from the same lot were positive immediately upon loading into the instrument. Prior to finding these bottles a pt specimen was run and was positive for bacillus. The pt was hospitalized and treated due to the positive bottle result.